Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure. The patient did not have right heart failure prior to left ventricular assist device (lvad) implant. Prior to the patient's outcome they had been on hospice care. Support was withdrawn on (B)(6) 2022 and the patient subsequently expired. The patient's outcome was not considered to be device or device therapy related.